Manufacturer narrative:
On 12/16/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female underwent a breast augmentation revision with 300cc saline mentor smooth round moderate plus profile and experienced deflation on the right side and ptosis on the left side post-operational. The deflation was confirmed by the physician during a physical examination. As a result, the patient underwent bilateral device removal on (B)(6) 2019. This report is for the patient's left-sided device.